Event description:
Patient with history of hypertrophic cardiomyopathy and cardiac arrest. Referred for ventricular lead replacement due to inappropriate shocks caused by noise on the ventricular lead.